Manufacturer narrative:
Abbott diabetes care product quality engineering (pqe) investigated the alarm-3 ((missing high or low glucose) complaint. The serial number of the freestyle libre 2 sensor associated with this complaint is unknown. During investigation of the track and trend review related to alarm-3 cases in (B)(6) 2020 this failure mode was identified and is a known manufacturing issue that impacts libre 2 sensors manufactured at flex buffalo grove (fbg). As the serial number of the sensor associated with this complaint is unknown, pqe is unable to determine if the sensor is impacted by this manufacturing issue. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. Outside of the known manufacturing issue, the available tripped trend reports for libre 2 sensor and alarm-3 have been reviewed. The review did not identify any additional trends that would indicate a product related issue related to this complaint. If the product is returned, the case will be re-opened, and a physical investigation will be performed. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported their adc freestyle libre 2 sensor did not alarm when glucose was low. The customer experienced symptoms of profuse sweating, convulsions, loss of consciousness, and had contact with a healthcare provider. The customer was administered a 1 liter glucose infusion for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional product returned; the reported reader (B)(6) was returned and investigated. Visually inspected the reader and no issues were observed. Data was extracted from the reader using approved software. The data indicated that the low glucose alarms were present when the customer readings went below the threshold, and the alarm activated. Therefore this issue is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted. Additional information- section g1: (contact office first name, contact office last name, contact office phone number and contact office email) have been updated.

Event description:
A customer reported their adc freestyle libre 2 sensor did not alarm when glucose was low. The customer experienced symptoms of profuse sweating, convulsions, loss of consciousness, and had contact with a healthcare provider. The customer was administered a 1 liter glucose infusion for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.